Manufacturer narrative:
Correction: d6b explant date was inadvertently omitted. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had placed an impella 5.5 to support a patient awaiting a transplant. The patient had been admitted in with known cardiomyopathy, valve disease, and ejection fraction of 10%. The placement signal had been gradually lowered to be consistently less than 30mmhg less than the non-invasive blood pressure. The position of the impella was verified and volume status was appropriate. No alarms or issues related to sensor drift were noted. The impella flow and motor current remained stable/unchanged. Brief suction alarms were noted while ambulating. Later that day, lower placement signal was noted and appeared maybe to have migrated just a bit. The next day, the placement signal appeared to be drifting. The team was aware and was monitoring. A brief suction event occurred overnight while the patient was vomiting. The plan was for an echocardiogram in the morning to assess the position. Three days later, the patient's nausea was slightly improving and the impella remained stable. Two days later, the patient was experiencing more nausea and vomiting. Suction events occurred overnight due to the vomiting. No real cause for it is know. Gastroenterologist was notified. The next day the patient's condition was unchanged/stable. A couple of suction events occurred again overnight. Albumin was given and there were no alarms since. Over the next several days. The patient continued to show improvement with nausea/vomiting but was still experiencing suction events with movement. Lasix drop was started. The patient ended up having a near syncopal episode. The patient was put in a cardiac chair and was taken back to his room where he was stabilized. Bivalirudin was paused due to a nosebleed. The patient remains stable.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the epistaxis was not determined due to insufficient clinical details. The root cause of the suction is most likely due to patient movement. The root cause of the optical signal issue cannot be determined. The pump passed all post sterile inspection checks.